Manufacturer narrative:
An analysis was conducted on both returned arsenal set screws. The set screw retrieved from the left side of the construct (701393) revealed wear patterns located on the underside that are similar to those patterns found on set screws previously evaluated for the this type of occurrence. The patterns are a characteristic "starburst" pattern which appears to be caused by repeated rod to set screw contact as the set screw rotates within the pedicle screw body. The fact that this set screw was found completely disengaged and the rod lifted out of the pedicle screw body, aligns with the theory as the rod was clearly exerting an upward pressure on the set screw and allowed it to rotated completely out of the construct. The set screw retrieved from the right side of the construct (698434) had a notably different wear pattern/damage. This set screw contained large gouges/grooves which are thought to be caused by extremely high loads (either impact loads, which could be caused by a sudden movement such as a fall, or by a sustained directional load which puts a heavy moment arm on the construct, which could be caused by lifting a heavy object, particularly if proper form is not utilized). This type of damage to set screws has been identifed noted during high load testing, including f1798 static interconnection tests. Such loads could place a high enough force on both the set screw and pedicle screw tulip that it's possible the pedicle screw body (i.e. The screw "tulip") could splay enough that the set screw could pop out, or skip a thread, especially if the set screw is located at a point in the construct where the bend in the rod prevents full thread contact. The reported position of the right set screw supports this theory since it was found still engaged, but canted at an angle. These set screws were both located at s1, indicating that the screws were anchoring the base of a long construct. Screws in this location typically experience the highest loads, because they are exposed to the full moment arm of the construct. If patient activity induced a heavy load, causing the right side set screw to disengage, this would place all the remaining load for that level of the construct on the left side screw, making it more likely that the left side screw would experience high enough forces to cause rotation and subsequent disengagement.

Event description:
Revision surgery was conducted on (B)(6) 2016 to remove & replace both arsenal set screws located at the s1. The set screw on left side was completely disengaged/backed out from the polyaxial screw body and allowed the rod lifted out, lateral to the construct. The right set screw was found canted at a diagonal within polyaxial screw body such that the threads of the set screw and screw body were no longer aligned.